Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted concurrently with excision of previous mesh due to mixed urinary incontinence and vaginal mesh bunching.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent another procedure on (B)(6) 2013 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and a mesh was implanted due to pelvic pain secondary to mesh bunching at vaginal apex. It was reported that following insertion the patient experienced extrusion, infection, urinary and bowel problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.